Manufacturer narrative:
Date of event is estimated. Additional information is unable to be obtained as the initial reporter elected not to be identified. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A medwatch report (mw5172174) was received, stating that a scs lead broke and was replaced via surgical intervention. Additional information was not obtained as the initial reporter elected not to be identified.